Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed. It was reported that the buttons were not sensitive. The customer's blood glucose level was reported to be normal. No further information provided.

Manufacturer narrative:
The pump was received with intermittent act button response due to corroded keypad traces. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.